Manufacturer narrative:
Pump received with intermittent button response due to unlocked lcd keypad connector. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that they received a keypad anomaly. The blood glucose reading is 173 mg/dl.